Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl (2000.0 mcg/ml at 1149.2 mcg/day), bupivacaine (20.0 mg/ml at 11.492 mg/day), and hydromorphone (3.1 mg/ml at 1.7813 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient experienced pain at the pocket site. The patient felt the pump was not helpful and she continued to request that the pump be tapered and explanted. The patient noted they wanted the pump out as soon as possible. It was noted that the therapy was suspended on (B)(6) 2016. The entire system was explanted and not replaced on (B)(6) 2016. The outcome was noted as unresolved at time of study exit/death/study closure. The etiology of the event was noted as possibly related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 14-feb-2017 clarifying the patient exited the study because all enrolled products are inactive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.